Event description:
Allegedly revised due to pain.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 1043534-2009-00157, 00158, 159 and 160.